Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock manifold gang was leaking from the stopcock. The device was used with a baxter extension set and a non-baxter syringe flush. It was not specified at what point in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.